Event description:
It was reported that the device's co2module is faulty. The customer requested to return the device to the bench for evaluation and repair. The device has been evaluated by the bench tech and confirmed the reported problem. Due to high cost of the repair the customer decided not to repair the unit and requested it to be returned unrepaired. The device was sent back to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's co2 module is faulty. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair.